Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a blank display after changing their battery. Customer stated they did not bump or expose their insulin pump to moisture. The customer also stated the insulin pump has been dropped in the past. The customer reported the contacts on their battery cap was damaged. Customer's blood glucose was 350 mg/dl. The customer was advised to monitor their insulin pump while a replacement battery cap was being shipped. No additional information provided.